Event description:
The customer reported a fail/dx message and that the defib test failed.

Manufacturer narrative:
(B)(4). The customer reported a fail/dx message and that the defib test failed. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation. See scanned pages.